Manufacturer narrative:
The related complaint device was not returned for evaluation, please find below the results of our investigation: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. If the product becomes available in the future, this case will be reopened. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. Due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. The clinical specialist concluded as follows. The photos provided have been reviewed. However, the causal relationship between the reported device and issue cannot be confirmed. Since the alleged two hour delay did not result in harm to the patient. No further clinical assessment is warranted at this time due to the lack of clinical information. Should additional relevant information be provided this complaint will be re-evaluated.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects, and the functional evaluation found no fault. The device was fully tested and performed within expected parameters. This evaluation was not able to establish a relationship between the failure reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. A clinical/medical assessment has been conducted and the findings are: reportedly a two-hour delay in treatment occurred due to the device alarm. The photos provided have been reviewed and confirm a blockage error message. Per e-mail communication the treatment was completed using the same device and the patient status has been reported as ¿good¿. Since the alleged two-hour delay did not result in harm to the patient, no further clinical assessment is warranted at this time due to the lack of clinical information. A risk management review has taken place in relation to this complaint, the failure reported is captured within the file, which reports delayed wound healing as failure effects as a result of treatment stopping before therapy completion. Complaint history for the reported failure has been reviewed, which shows further instances. These instances are being monitored to determine if additional actions are required. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. Blockage, canister full, false and constant alarm: alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after approximately eight hours from the replacement of dressing the device signaled an alarm for tube or canister blockage. No delay specified. An unspecified injury reported. No back up specified.